Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, a left iliac artery access site injury was observed and the vessel was surgically repaired. Initially, the left femoral artery was surgically exposed; but it looked thin and the external diameter was about 7mm, so the left external iliac artery was exposed instead. Calcifications were scattered in the access site. The 16fr dilator, 20fr dilator, and esheath were inserted smoothly with no resistance. But resistance was highly felt when the delivery system was inserted. A 23mm sapien xt was implanted without issue. Since there was a risk of vascular injury upon removing the esheath, a guidewire was inserted from the contralateral side through the esheath with a crossover technique. A pta balloon was prepared for the occurrence of vascular injury. The esheath was removed half-way, and after no vascular injury was confirmed by digital subtraction angiography, the esheath was removed. Due to the calcification around the access site of the esheath, the fragile tissue was damaged. The damaged area was resected and repaired with sutures, and then the access site was closed. The patient left the operating room in stable condition. The operator stated that the patient had thin vessel and there was calcification in the entire circumference of the common iliac artery (cia). Therefore, he planned to remove the esheath and discontinue the procedure if he could not advance it. Since there were calcifications scattered in the arteries around the esheath access site, the area was fragile and crumpled. The access vessel minimum luminal diameter (mld) measured 5.5mm with moderate calcification and tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0 mm. The patient¿s access vessel mld measured 5.5mm with scattered moderate calcification and moderate tortuosity. In this case, it appears that patient factors (access vessel fragile tissue with a diameter smaller than minimum requirements and circumferential calcification at the cia) likely contributed to the iliac artery injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.